Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found an external insulation abrasion 33.1-33.4 cm from the distal tip consistent with lead friction to the ICD can. The outer insulation was breached, exposing the outer coil. The cause of external insulation abrasion is consistent with friction to the device can.

Event description:
This report is to advise of an event observed during analysis.